Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/27/2019. The service support noticed that the fan filter housing was off the correct position. Upon further evaluation a reaction failure during operation was found, and oxygen concentration was out of range. The customer support reinstalled fan filter housing to correct the position. The touchscreen and flow sensor were replaced. The unit was checked overall and passed the functional and run in tests.

Event description:
The customer reported that the fan pin came off. There was no patient involvement.